Manufacturer narrative:
A thorough investigation was performed that determined damages to the sheath were caused by a customer usage issue. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported their s7-3t transducer had sheath separation. This probe is associated with the epic 5g ultrasound system. There was no report of injury to user or patient associated with this event. The service engineer evaluated the transducer to confirm the reported problem and replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.